Event description:
It was reported, the 4k cable was damaged, leading to the image display having noise. The issue occurred during preparation for use. The doctor was able to use the only the main monitor to finish the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the reported no/noisy image issue could not be determined, however, the issue was likely the result a faulty video cable. The event may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection 3.2 endoscope preparation and inspection. Olympus will continue to monitor field performance for this device.